Event description:
It was reported that while using the bd preset¿ eclipse¿ there was a crack in the syringe that caused blood leakage. Patient was recollected. No reported impact to patient or health care worker.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) hospital. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd preset¿ eclipse¿ there was a crack in the syringe that caused blood leakage. Patient was recollected. No reported impact to patient or health care worker.

Manufacturer narrative:
H.6 investigation summar : material #: 364390, lot/batch #: 2277941. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cracked syringe as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cracked syringe. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.